Event description:
It was reported that pump displayed malfunction alarm malf 3 and could not be reset, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump with mobile app for insulin delivery until replacement arrived, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place faulty pump in storage mode and return it within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement device.